Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. Intraocular lens (iol) returned pressed against two posts of the lens case base. Substantial amount of solution is dried on the iol. Both haptics are deformed, the tip of one haptic is broken and is returned. The optic is fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratches on the center of the lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnw0t3-t9 that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, before the lens was inserted, the central optic had scratches. There was no patient contact with the damaged lens. There was no harm to the patient, except for prolonged surgical time. The procedure was completed on the same day using a backup lens with a different diopter from the same company. Additional information has been requested.